Event description:
The hospital reported that at the completion of the coronary artery bypass graft procedure, the initial windings of the heartstring seal didn't unravel completely during the removal process. The seal also noticed to have been caught during suturing. The surgeon cut the seal in two pieces and was able to remove the other portion through the sutures. No damage to the anatomosis or patient complications were reported by the hospital.

Manufacturer narrative:
The device has not yet been returned to guidant cardiac surgery for investigation. We will continue to pursue the device being returned to guidant for investigation with the customer. A supplemental report will be submitted when the device has been returned and the investigation completed.